Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and device history record (DHR) review, performed by the original equipment manufacturer (OEM). Olympus evaluated the returned device. Inspection determined the device was returned in the original packaging and was unopened. The distal tip was broken prior to being opened/used. The distal tip was shattered into multiple pieces. Only the distal tip was damaged; the rest of the device had no notable abnormalities. Per a specification updated on 15-mar-2019, the shelf life for this product was reduced from 60 months on to 30 months. This product was manufactured more than four years prior to this complaint and would be considered expired to the updated print. The OEM performed a DHR review for the device with no abnormalities noted. The root cause is environmentally related exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer.

Manufacturer narrative:
The device has been returned to olympus. Once the device is evaluated, a follow up report will be submitted with results of the device evaluation.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61254bx, device and observed the tip of the device broken while still in the package. The device was not used in a procedure.